Event description:
It was reported that, "through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "squeaking" from the system."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. If additional info is received, it will be submitted in a supplemental report.